Manufacturer narrative:
The customer reported that their central nurse's station (cns) vitals briefly froze. The customer also reported that the unit is slow to respond. No harm or injury was reported. The customer is requesting a loaner unit. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) vitals briefly froze. The customer also reported that the unit is slow to respond.

Event description:
The customer reported that their central nurse's station (cns) vitals briefly froze. The customer also reported that the unit is slow to respond.

Manufacturer narrative:
Details of complaint: the customer reported that the vitals readings on the central nurse's station (cns) briefly froze. The customer also reported that the unit was slow to respond. No patient harm or injury was reported. Service requested / performed: evaluation / repair. Investigation summary: the customer had reported the issue previously under ticket ((B)(4)) and had replaced the hard drives of the device. However, the issue persisted. The complaint unit was returned and was evaluated. Nihon kohden repair center (nk rc) was unable to observe or duplicate the reported issue. A review of the history of the serial number identified no further occurrences of the issue. Based on the available information, a definitive root cause could not be identified. However, since the issue was not duplicated in nk rc environment, the issue is likely due to the customer's network environment or due to the permissions set on the device.